Manufacturer narrative:
(B) (4). (B) (4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a laparoscopic nissen fundoplication, the tips of device did not meet up properly. No other information about problem available. A second device was used to complete case with no patient consequence.